Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and a mesh was implanted; and on (B)(6) 2006, pelvilace was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/14/2016. (B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent a perineorrhaphy, retropubic midurethral sling w/advantage fit, and cystoscopy on (B)(6) 2014, due to defecation dysfunction, stress incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced urinary problems, bowel problems and vaginal scarring. It was reported that the patient underwent revision surgery on (B)(6) 2014 by dr. (B)(6) due to defecation dysfunction and stress incontinence.